Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2014 and mesh was implanted. During the procedure, it was noted that the inner layer of the mesh was separated from the outer layer that was against the abdominal wall. The inner layer clumped and disintegrated, disengaged from outer layer and was removed. Remaining mesh was against the omentum. The mesh was sutured on two lateral sides and tacked to the fascia. There was no adverse patient consequence.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ delamination occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch is in response to receipt of voluntary medwatch form (B)(4).